Event description:
Pt was revised due to the patella bearing on metal back spun out. Even on new poly bearing still spun out. New bearing dislocated on metal backing of patella causing a 90 min extension to surgery.